Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer jam and not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system drawer 2.2 was failed. A field service engineer (fse) powered off the station, inspected the cables, and powered it back on. After logging into the hardware test application (hta), the drawer was still reading as open when closed. The fse replaced the open/close sensor, but the issue persisted. Further inspection revealed that drawer 2.2 continued to read open despite being closed. The fse corrected the issue by replacing the open/close sensor again, checked cable connections, and tested the drawer in hta. The drawer then functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer jam and not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.